Manufacturer narrative:
Findings: pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Unit had intermittent button response due to corroded keypad traces. Moisture damage found on electronic assembly. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer has a blood glucose level was unknown at the time of the call. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.